Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu contacts were cleaned and reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system was not booting up. There was no report of pt injury.